Manufacturer narrative:
Evaluated 1 open/used reservoir (no liquid) transfer guard not returned. A visual inspection was performed using appendix d; found no air bubbles anomaly during analysis. Checked o-rings and stopper groove for defects and none was found. Using a new lab transfer guard, performed pre-fill test appendix c. Found no leaks and no air bubbles during analysis. Per (B)(4). Conclusion: reservoir passed per pre-fill test; no air bubbles and no physical o cosmetic anomalies were found during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced air bubbles anomaly. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-431ag, mmt-342, mmt-1884l. The customer reported air bubbles. Troubleshooting was performed and found that the air bubbles were present both in reservoir and infusion set during therapy. The customer declined further troubleshooting. No further patient complications were reported. The customer will discontinue using the infusion set. Mmt-431ag was requested and customer response was the device will be returned. The customer will discontinue using the reservoir. Mmt-342 was requested and customer response was the device will be returned. The customer will continue using the insulin pump. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.